Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. When testing the battery with a known good pump the device would shut down during operation and indicate 'improper shutdown'. The cause was determined to be a failing lithium ion battery cell which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery module it was found to cause the pump to turn off without user input. No additional information is available.